Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 90 mg/dl was moderate ketone levels of 36 mg/dl; cause was not known. Reportedly, customer was feeling unwell the past couple months. The customer was admitted into the emergency room and treated with unspecified fluids. Customer was released from the hospital on (B)(6) 2024. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.